Event description:
The internal laser shutter arm broke. This allowed the beam to exit the laser unexpectedly, without prompt, and/or additional pulses during treatment. This failure caused burns to a pt, and significantly raised the risk of eye injury. Defective parts not available.